Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading issue with the adc device. The caller reported unspecified lower sensor readings, with the customer experiencing symptoms of frequent urination and other symptoms of hyperglycemia. The customer was treated with insulin (dose/type unknown) and taken to hospital where a laboratory blood glucose result of 30 mmol/l was obtained upon admission. The caller additionally reported a blood glucose result of 16.5 mmol/l from unspecified time. The caller indicated that they did not know what treatment was provided to customer, for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.